Manufacturer narrative:
Additional information: b7, d10. Investigation conclusion: the customer¿s reported complaint of the pump module over infused was not confirmed. The event log showed the system was powered on at 11:29:21 am on 19nov2020, attached with the source pump module s/n (B)(6) (channel b). The profile in use was identified as ¿hemeonc/bmt¿. Based on the logs, a guardrails drug infusion of drugid=327 was programmed at 11:30:31 am on 19nov2020, at drug amount of 700mg, diluent volume of 175ml, bsa of 1.75m2 with a rate of 87.5ml/h and a vtbi of 175ml. The dose was observed to be 400mg/m2. Infusion completed (kvo) at 1:30:35 pm. The pump module was paused at 1:30:47 pm. The pump module is channeled off 1:31:00 pm on 19nov2020. The total volume infused during the event was 175.092ml. Test results from the over infusion test performed on the source device confirmed the pump module was out of specification. It was found to be on the low side. This is an incidental find confirming the pump module was under infusing, instead of over infusing as stated by the reported complaint. Test rate accuracy was performed a second time after pump module calibration, and it was confirmed that the pump module is within specification and operating as intended. Device inspection: an external and internal inspection of the customer¿s pump module exhibited the following: signs of contamination was overserved adjacent to the lower pressure sensor and membrane. Signs of contamination was observed on the male iui side and bottom of the rear case. Dry residue was observed adjacent to the air-in-line assembly and inside the safety clamp device recess. The air-in-line assembly gasket was observed to be damaged. No other obvious issues or anomalies were identified with the source device during the internal inspection. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the customer report of the pump module over infused was not determined. Customer¿s returned source device was confirmed operating within specification after calibration. Device history review: a review of the device history record showed the device had a manufacture date of 07aug2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device received for evaluation.

Event description:
It was reported from medsurg that there was an over infusion of "rituximab (rituxan 100 mg/10ml IV soln)", the ordered dose was 175ml however the total infused was 199.32, which is >10% of ordered dose. There was no patient harm reported. Although requested further information was not available.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested further information was not available.

Event description:
It was reported from medsurg that there was an over infusion of "rituximab (rituxan 100 mg/10ml IV soln)", the ordered dose was 175ml however the total infused was 199.32, which is >10% of ordered dose. There was no patient harm reported. Although requested further information was not available.